Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t wave oversensing. Technical services (ts) was consulted for further review. This system remains in service. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information was received detailing that other episodes were found with the device delivering inappropriate shock, one due to noise and oversensing and other due to a change in morphology and low amplitude. Further evaluation, troubleshooting options and monitoring of the patient was discussed. No further adverse patient effects were reported.